Event description:
It was reported that while the patient was in a hospital in (B)(6) 2013, a wheelchair alarm turned off his implantable neurostimulator (ins). The patient may have gone a night with stimulation off and the next day his daughter noticed and checked the ins with the programmer. They turned stimulation back on and this resolved the event.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v240350, implanted: (B)(6) 2011, product type: lead. (B)(4).